Event description:
It was reported that during a da vinci s pyeloplasty procedure, the site experienced system error code 23. With the assistance of an isi technical support engineer, the site power cycled the system; however, system error code 297 occurred. The site then power cycled the system several more times; however, the issue persisted. The patient was under anesthesia and the port sites had been created when the surgeon made the decision to abort the planned surgical procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation performed by the field service engineer (fse) concluded that the system error code 23 and system error code 297 experienced by the site was due to improper set up of the system. The fse found that patient side manipulator (psm) arm 1 on the patient side cart was in a distorted position, thus causing the system error codes experienced by the site. The fse homed the affected psm into the proper position and powered on the system with no error codes noted. Functional testing of the system found that it functioned to specification. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23 is reported by software to denote communication faults in the low voltage differential signal carrying information about the psm. In the event of these communication issues, the system records the fault and transitions to a safe state. System error code 297 indicates that the system detected that an electronic component was reporting an incorrect configuration. System error code 297 then puts the da vinci s system into a non-recoverable safe state. On (B)(4) 2012, isi contacted the initial reporter, (B)(6) and she indicated that the rescheduled procedure was performed on (B)(6) 2012. (B)(6) indicated that the patient tolerated the surgical procedure well and no patient harm, adverse outcome or injury occurred. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.